Event description:
It was reported that a patient, who was enrolled in a post-market study, underwent an ion endoluminal lung biopsy procedure and experienced laryngospasm which required positive pressure after being extubated. One of the target lesions was 14 x 14 x 15 mm in size and located in the right lower lobe 1mm from the pleura, while the other lesion was 28 x 25 x 32 mm in size and located in the right upper lobe, 5mm from the pleura. Biopsy tools utilized included a 21g flexision needle, and 1.1mm cryoprobe, and third-party forceps. The procedure was completed with no delay reported. There was no device malfunction during the procedure. Upon waking from general anesthesia, the patient experienced laryngospasm which required positive pressure via mask. The study physician believed the cause of laryngospasm was related to the intubation and extubation process, not the biopsies.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation.